Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was unresponsive. After resetting the pump, the issue was resolved. Customer¿s blood glucose level was 90 mg/dl. Customer resumed pump therapy.